Event description:
The customer reported c-arm not communicating with the workstation and that a communication failed error was displayed. This resulted in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The voltage on ps1 was evaluated and adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.